Event description:
The user facility reports one incident of a needle that dislodged during treatment after pt bent over and then sat back up. Ebl= 50-100cc. No pt injury or need for medical intervention is reported. Pt was recannulated to continue treatment. Facility staff confirmed that the needle had not been properly taped down according to the instructions for use. MFR's clinical staff reviewed proper taping procedures with the don and provided add'l educational material on use of this prod.